Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch reveal mobile app on the onetouch verio sync meter was incompatible with their mobile phone. This complaint was classified based on the customer care advocate (cca) documentation since the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. The patient stated that the alleged product issue occurred at 9am on (B)(6) 2016. The patient manages their diabetes with metformin (dosage unspecified) and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that one day after the alleged product issue occurred they developed symptoms of "dizzy and sweating", but denied requiring any form of treatment as a result of these symptoms. During troubleshooting the cca noted that the version of the mobile phone the patient was using was not supported by the onetouch reveal mobile app. The patient's products were replaced. Although no evidence of a device malfunction or defect was discovered, this complaint is being reported because the patient experienced symptoms which meet lfs's criteria for a serious injury reportable adverse event while using the subject product.